Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation on a unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional further reported "any creases" and "yellowish fluid in scant amt." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, one curved opening, a void >1 mm in the non-textured area and yellow particles in the device inner surface. A microscopic analysis was performed and leak test were performed which identified one sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is one sharp opening on the valve bond edge side assessed as an unidentified tear opening, and creases/folding of implant condition was observed, nevertheless, it is not related to the manufacturing process, and yellow particles seen inside the implant that entered through tht opening, which is not considered a workmanship.

Event description:
Affected side left.